Event description:
It was reported that during a finger procedure, metal flakes came from inside the device. None of the flakes entered the surgical site and the procedure was successfully completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If additional info is received, a f/u report will be filed.